Event description:
On (b)(64) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen was dim at the highest contrast setting and that there was no improvement with a battery change. There were no cracks or trauma to the pump reported. The reporter stated that the battery cap was secure and the yellow o-ring was not visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2014 with the following findings: the display was observed to be dim, fading and reddish in color. Unrelated to the initial complaint, the battery compartment was observed to be cracked from the threads to the middle of finger pad grip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.